Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted due to the need for an MRI. The recipient will not be reimplanted. The recipient has reportedly healed following explant surgery.